Event description:
Both the ra and rv leads migrated over a period of years and became dislodged. The pt had a large chest and the leads were seen to be dislodged when the pt was lying down. Despite this, the pt was still receiving therapy appropriately.